Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided); cause was unknown. Bg was addressed via a manual injection of insulin. The customer declined to perform a pump system check with tandem technical support.